Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer had a long start up time during powering up.

Event description:
It was reported by the clinic that the programmer has abnormally long start up times, after a software update was installed. The service disk had been run before and after the update, with no effect. There was no patient involvement.